Event description:
Additional information was provided that this device system again exhibited an rv impedance measurement greater than 2,000 ohms. Multiple checks since the out of range measurement occurred, all showing impedance measurements within acceptable limits. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicates this lead was capped and is no longer in service. There were no adverse patient effects.

Event description:
Boston scientific received information that the latitude home monitoring system detected a high right ventricular (rv) impedance measurement greater than 2,000 ohms. Additional information was sought from the local area sales representative, however, additional information was not available. To date, no adverse patient effects were reported with this clinical observation.